Manufacturer narrative:
The reported issue with the compressor failing to power on was confirmed during evaluation of the provided problem description and service report. Our fse (field service engineer) was on-site to investigate the issue further and found out that the compressor's transformer inlet was defective and required replacement. After replacement the compressor started working properly. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).